Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery no longer charges and becomes hot to touch when plugged into a wall outlet. The customer's blood glucose level ranged from 80-90s mg/dl. Customer reverted to manual injections for insulin therapy.